Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was difficulty moving during a preparation for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found failed leak test from cable. Based on the results of the investigation, the device has a mechanical issue due to coupler worn out and does not lock properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device was difficulty moving during a preparation for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.